Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, raw spots on their back under the lifevest equipment. Patient reports that they were diagnosed with shingles and were in the hospital. There is no indication that the equipment caused or contributed to the shingles or hospitalization. There was no alleged device malfunction contributing to the irritation. The patient's nurse practitioner prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.